Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Analysis showed that the device was beyond end of life (eol) due to code 1003. The ICD was explanted due to premature battery depletion (pbd). A new device with a different model was implanted. No additional adverse patient effects were reported.